Manufacturer narrative:
H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date - added. F10 / h6 medical device problem code - updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/ microscopic inspection indicated that the outer of the balloon catheter shaft was noted to be wrinkled/deformed. The balloon material was noted to be torn and partially detached from the balloon catheter. The outer section of the balloon catheter was noted to have been inflated/stretched. During functional inspection an attempt was made to inflate the balloon; however, the balloon catheter shaft was noted to be inflated at the stretched section, there was no leak noted and there was no flush media reaching the balloon section of the device. The outer of the device was hydrated and there were no anomalies noted to the hydrophilic coating of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that, the balloon was expanded successfully but along with balloon, inflation of the proximal catheter shaft part which was outside the body near the hand part was also observed during post ballooning, the 2nd balloon catheter was then removed and cracks of the shaft were confirmed. The device was returned and it was not confirmed to be fractured, there was some wrinkling noted to the balloon catheter shaft. The outer catheter shaft was noted to have been expanded and the balloon itself was noted to have been partially detached. It is probable that the outer balloon catheter shaft was wrinkled during the clinical procedure causing the inflation lumen to become compromised, causing the inflation of the of the outer shaft of the device. It is probable that the balloon was damaged and partially detached during the clinical procedure. An assignable cause of not confirmed will be assigned to the reported balloon catheter broken/fractured during. An assignable cause of procedural factors will be assigned to the reported and analyzed balloon catheter damaged, and to the analyzed balloon detached/separated, balloon catheter shaft stretched and balloon catheter shaft leaked during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the subject balloon catheter expanded without any problem and expansion was confirmed under fluoroscopy. Inflation of the proximal catheter shaft, which was outside the body near the hand was also observed during post ballooning. The physician removed the subject balloon catheter and cracks on the shaft were confirmed. The physician replaced with another device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
This is 2nd of 2 report for the second MDR.

Event description:
It was reported that during the procedure, the subject balloon catheter expanded without any problem and expansion was confirmed under fluoroscopy. Inflation of the proximal catheter shaft, which was outside the body near the hand was also observed during post ballooning. The physician removed the subject balloon catheter and cracks on the shaft were confirmed. The physician replaced with another device and continued the procedure without clinical consequences to the patient.